Event description:
A surgeon called to report a patient with bilateral implants is not happy with his results. The patient complains of halos, glare at night, glare in sunlight, blurred vision and he feels his reading distance is too close. The patient reports his optometrist stated the lenses appeared scratched. Both lenses remain implanted. Additional information has been requested. MFR report # 1119421-2006-00194 -- od (right eye). MFR report # 1119421-2006-00195 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.